Manufacturer narrative:
(B)(4). According to the customer, the device will not be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that the reservoir of an intermate sv 100 device had ruptured while the device was being filled with sodium chloride. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.